Event description:
Medtronic received a report that an apollo catheter was occluded during onyx injection. At the beginning of the operation, the nurse took out the glue and started to vibrate it. After the apollo was in place, the surgeon prefilled the apollo with dmso solvent and started to inject glue into the glue interface. They pushed the syringe and found that the syringe could not be pushed, and the screen was developed. Then they took it out for in vitro testing and found that the microcatheter was blocked and glue could not be injected. To ensure the operation, the surgeon replaced it with a new apollo and used this one normally. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. It was noted that the surgeon was an experienced chief cerebrovascular physician, who treated 20-30 cases of related malformations and fistulas every year. The patient was undergoing surgery for treatment of the right frontal arteriovenous malformation. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with an 8mm diameter. Ancillary devices include an 8f puncture sheath, 8f guiding catheter, apollo microcatheter, 0.010 guidewire, onyx18 liquid embolic. Additional information received reported the cause of the apollo occlusion was uncertain. It was noted that dmso was adequately pre-filled to fill the dead space and exclude the presence of other fluids in the microcatheter. There was no resistance when flushing the catheter. No kink/damage was observed. No onyx had yet entered the patient's body when the occlusion was noted and there was no reflux.

Manufacturer narrative:
Product analysis: as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. Visual inspection/damage location details: onyx was found within the apollo catheter hub. The apollo catheter was returned separated into five (5) segments. The characteristics of the catheter separated ends indicate separations due to both tensile failure and mechanical separation (cut). The 3.0cm distal tip was found detached from the catheter and not returned. Testing/analysis: the total useable length of the returned five (5) catheter segments were measured to be ~6.3cm, ~86.0cm, ~13.5cm, ~16.5cm, and ~21.0cm for a combined length of ~143.3cm. When compared to the product drawing, ~4.0cm of the distal shaft (including the 3.0cm detached tip) and ~17.7cm of the proximal shaft were not returned. The ldpe overlap was measured to be 1.5mm which is within specification (spec: 1.0-2.5mm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.